Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip of the laser fiber measured 3.5 mm and appeared unused. The laser fiber was broken under the shrink tubing approximately 1.0 cm from the distal end of the strain relief and a hole was noted in the shrink tubing at the break. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector and light was unable to travel and illuminate the fiber face due to the fracture in the fiber. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exited out at the hole of the shrink tubing and was very weak. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, upon unpacking, the laser fiber body was noted to be broken approximately 4 inches from the sma connector. There was no damage noted on the packaging. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, upon unpacking, the laser fiber body was noted to be broken approximately 4 inches from the sma connector. There was no damage noted on the packaging. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.